Event description:
The physician reports performing cataract surgery with implantation of a hydroview intraocular lens. Postoperatively, the lens has opacified (presumed calcification) and a lens exchange is being considered.

Manufacturer narrative:
Note: this device is an obsolete product and is no longer commercially distributed in the u.s. Or manufactured by b+l.